Event description:
It was reported that during a cartridge and infusion set change, the user realized the cartridge had not been locked properly and it fell out of the chamber, after which the user was directed to restart the supply change prompts and proceed correctly. No reported adverse clinical effects. Outcomes included no reported alerts, alarms, or need for medical care. Investigation included remote troubleshooting and user education through guided prompts. Investigation of this case revealed user setup error related to improper cartridge seating and an incorrectly completed supply change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during handling and setup.